Event description:
Emergency room personnel were attending to a pt who was reportedly down for approximately 30 minutes prior to arrival. During the initial defibrillation attempt the device allegedly would not discharge, however subsequent defibrillation attempts were successful. External pacing was then initiated. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the ability to deliver defibrillation therapy after the initial attempt.

Manufacturer narrative:
The device will be returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.